Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was adjusted and the generator interface printed circuit board was replaced. The system was tested and found to be working as intended and put back into service. This event may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that there was a connection error message displayed that there was no communication between the c-arm and the monitor cart, and when releasing the exposure button, the system continued to expose. This happened during a case. No pt injury was reported.